Event description:
It was reported to philips that the monitor was completely black and the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitors were blank due to ippc issue. A review of the system logfiles found disk full error. To resolve the reported issue, the fse replaced the ippc and image disks in another case. After replacement, the system was returned to use in good working order.